Event description:
Physician intended to treat patient using a rapidcross balloon. Lesion is reported to have been below the knee. Lesion had minimum calcification. A 6f sheath was used. Usual inflation fluid was used. No issues noted prior to use. No resistance was encountered when advancing the balloon. It is reported that during first inflation, balloon burst under nominal pressure. A second balloon was used to successfully deliver the treatment. No patient injury reported.